Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user's test strip had poor fill.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-150mg/dl fasting. Verified the strips expire 08/26/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2014. Reviewed meter memory: 1:96mg/dl (B)(6) 2015 06:48:00 am fasting:yes. 2:150mg/dl (B)(6) 2015 05:02:00 pm fasting:yes. 3:84mg/dl (B)(6) 2015 10:22:00 pm fasting:yes. 4:103mg/dl (B)(6) 2015 05:31:35 pm fasting:yes. 5:84mg/dl (B)(6) 2015 10:00:00 pm fasting:no. Customer stated that he compared his meter to the meter being used by his doctor's office and received a 99 and 150mg/dl respectively. No adverse event reported.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-150mg/dl fasting. Verified the strips expire 08/26/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2014. Reviewed meter memory. Customer stated that he compared his meter to the meter being used by his doctor's office and received a 99 and 150mg/dl respectively. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).